Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed fault code error. A data analysis was requested. Boston scientific technical services (ts) discussed that this was a valid low voltage fault. Ts confirmed that the power consumption was increasing gradually and appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Ts recommended that the device be replaced or have the battery status reevaluated in 90-day time. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed fault code error. A data analysis was requested. Boston scientific technical services (ts) discussed that this was a valid low voltage fault. Ts confirmed that the power consumption was increasing gradually and appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Ts recommended that the device be replaced or have the battery status reevaluated in 90-day time. The device remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.